Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was removed and placed back into the system and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.